Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis revealed that the left-sasi exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. No other defects that could have contribute to the reported issue were observed. Functional evaluation was conducted using saw wing fixture. The assessment found the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.

Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw interface (left) device was loose. It was initially reported that during a total knee arthroplasty (tka) procedure, it was discovered that the robotic-assisted solution saw interface (left) device was cutting in and out. The device was used together with the saw handpiece device. It was reported that there were no delays to the surgical procedure as a spare device was available to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.